Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j93126050, implanted: (B)(6) 1994, product type: catheter. (B)(4).

Event description:
The patient was having increased spasticity. The spasticity had continued to worsen over the past few months, had significantly increased. Per the hcp the patient had increased spasticity specifically in their rle. This began in january and slowly increased with issues over the past few months. On (B)(6) the healthcare provider started increasing the dose and it had not made any difference. The patient¿s dose had gradually increased over the last year. The patient had been on a steady dose of 240-250ug/d since the 1990s. The patient¿s current dose was 440ug/d. The patient has ms and has had skin flap/graft surgery over the past year. It was also reported the patient had been going through a bunch of other medical issues over the past few months and had other issues as well. Per the reporter because the patient was nearing a planned surgery for pump replacement for eri, they are planning a dye study to confirm catheter placement/patency prior to the surgery. The patient experienced increased spasticity specifically in their rle. This began in january and slowly increased with issues over the past few months. Per the hcp the cause of the event was catheter malfunction, they were unable to aspirate the catheter. The location of the issue unknown. The reservoir volume was assessed. Dye study was scheduled however when the cap was accessed they were unable to aspirate any csf and the procedure was stopped at that time. The hcp noted that the patient¿s catheter was 21 years old. The patient was scheduled for pump and catheter replacement. The patient not recovered, symptoms/issues ongoing. The pump was used to deliver gablofen.